Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not been returned to belmont medical technologies for evaluation. The set was discarded therefore could not be sent for review. From the review of the provided image, it could be verified that the spike disconnected from the disposable set and the tip was deformed. After review of the retain sample from the same lot, it was found the spikes were secured to the rest of the disposable set and no anomalies were found on the tips of the spikes. The incident could have resulted from the operator holding the tubing and not the spike when spiking the bag. This can cause the spike to shift within the tubing, weakening the connection and thus lead to the reported issue. Another potential cause could be insufficient epoxy applied during manufacturing. However, an exact root cause of the reported issue could not be determined. All 3-spike sets are 100% leak tested and 100% visually inspected. Belmont has initiated and completed a product enhancement to the disposable set to improve the bonding process of the spikes. Without the ability to investigate the device, a root cause cannot be established. The user reported patient death and confirmed that the death was not due to the equipment. Since the customer was unable to send the device back for review, malfunction could not be verified. Should additional information become available, a supplemental report will be provided.

Event description:
One of the spikes bent at the distal end and became detached from the tubing causing the set and belmont rapid infuser to be discarded mid-operation. Another pre-primed belmont was then used. Patient had received 28 units between the two pumps, but arrested and died. There is no allegation that the device contributed to the patient death.